Event description:
It was reported by a patient provider that as the patient was driving, she hit a bump and was thrown from the chair. In addition, it was reported that the motor and gearbox are coming apart from one another. It is uncertain if the separation occurred prior to or after hitting the bump. There were no reports of adverse events, nor any medical interventions required. No additional information at this time.